Event description:
It was reported that pump displayed malfunction code 16 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, cts arranged replacement pump shipment with updated software, confirmed shipping details and storage mode instructions, and advised customer to return malfunctioning pump within 10 days, reenter pump settings, and reconnect continuous glucose monitor, while csa documented customer¿s request for a permanent backup pump and advised customer to discuss pump options with healthcare provider.